Event description:
Event description guidant received information from the patient that this pacemaker's battery is going dead after just over three years of service. Additional information was received from the patient stating that the device was explanted because it was dead. No adverse patient effects were reported.